Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The distributor reported that, during preoperative testing, the unit did not switch to battery backup during loss of ac power. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the unit and confirmed the reported complaint. The logs were downloaded. The log analysis indicated the unit was providing an alarm to the user concerning the battery disconnect and damage. It was reported to the distributor that the unit was stored for a prolonged time and turned on without a full recharge being performed. As stated in the ivent 201 user manual: ¿ the battery is automatically charged when attached to an external power source, whether the ventilator is operating, in standby mode, or switched off. Batteries should undergo a full recharge procedure: · prior to initial use · after prolonged storage · every 3 months during normal use · if after 8 hours charging, the battery indicator fails to indicate a full charge.¿